Event description:
Boston scientific received information that the right ventricular pacing impedances had been increasing and was recorded out of range. It was suspected that the impedances increase may be due to crystallization in the electrode-tissue interface but this was not confirmed. All other measurements were stable. At this time, the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.